Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated leads were explanted due to the patient's infection. No additional adverse patient effects were reported. The explanted device was planned to be returned while the explanted leads were discarded. A new ICD system was already implanted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Analysis of the returned product provided no relevant information for the infection-related allegation.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated leads were explanted due to the patient's infection. No additional adverse patient effects were reported. The explanted device was planned to be returned while the explanted leads were discarded. A new ICD system was already implanted. This lead was subsequently returned.